Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 12.1 mmol versus 8.9 mmol meter to lab. Tests were done within 10 minutes with a difference of 36%. Patient did not experience any adverse events. No further information has been reported.